Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer attempted to clear the alarm but it continued. A replacement pump was sent to the customer to resolve the issue and the customer reverted to an alternated method of insulin delivery. Customer¿s blood glucose level was 106mg/dl.